Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnostic procedure was being performed when the issue occurred. The procedure was delayed less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) visited onsite and identified that the c-arm movement was unavailable. A review of the system logfiles found that the c-arm z-rotation was not calibrated. The cause of the c arm movement failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo I/o box and calibration of z-rotation by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.